Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Only the terminal segment of lead was returned, thus unable to due detailed analysis. Analysis is unable to confirm an unknown product performance issue.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead may have been explanted for an unknown reason. No further information is known, at this time. No additional adverse patient effects were reported.